Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during an unknown spinal procedure in a patient diagnosed with vertebral compression fracture. It was reported that the bone cement was mixed for 30 seconds according to label guidelines. All cement powder and all the monomer were used in entirety. After only 30 seconds of mixing, the cement became impossible to plunge into cds cartridges as it hardened abnormally quickly. As a result, this batch of cement was unusable and was not injected into the patient. A second cx01b was opened and a second batch of cement was then prepared using the exact same method, which injected optimally. The patient was not affected by this. There was no patient symptom reported. There were no further complications reported regarding the event.